Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the insufficient reprocessing or user handling.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on october 7, 2021, it was found that the nozzle of the subject device was clogged with foreign material. Other detailed information was not provided. There was no report of patient injury associated with the event.